Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b3, b5, d5, e1 phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: it is assumed that charged coupled device resulted in a failure due to water intrusion into the camera cable and main unit, and that an event of an image sandstorm occurred temporarily. There were no air leaks in ch-s200-xz-ea and there were no abnormalities in water tightness, so it was not possible to determine the cause of moisture penetration into the camera cable or body. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a video-assisted thoracoscopic surgery procedure that was completed with a similar device without delay or patient harm.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had an image sandstorm. The issue was found during inspection for a therapeutic unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: cable part cable twist and cable section cable flooded. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.